Event description:
On an unk date, the pt was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. It was reported on (B)(6) 2013, that the pt underwent an open surgical repair due to aneurysm enlargement without evidence of endoleak. Further info was requested.

Manufacturer narrative:
Lot/serial number is unk. A review of the mfg records for the device could not be conducted. Further info was requested.